Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported there was a change in therapy effect. It was stated they were experiencing increased spasticity for the last few weeks but attributed it to a strained back. It was noted the pump was critically alarming prior to some therapeutic magnet device therapy the patient had. It was reported telemetry was not able to be established with the pump or clinician programmer for the refill the day of report. It was stated they tried everything and still could not read the pump, so they believed the pump may be damaged. The pump was used to deliver lioresal. Patient outcome was not provided.